Manufacturer narrative:
The field service engineer (fse) found cut tubing at pinch valve 37 (pv37). The fse replaced the cut tubing at pv37 to resolve the leak and replaced all the remaining tubing at pv37 as preventative maintenance. Upon recur of the failure mode; the leak at pinch valve pv37 is likely to generate erroneous results for cbc and differential parameters due to carryover as a result of the backwash pump malfunction. The manufacturer's reference # for this event is (B)(4).

Event description:
The customer reported a leak of clenz on the counter under the hmx al instrument after running the startup cycle. The volume was reported as less than forty cc. And the leak was not contained. The customer technical specialist stated the clenz reagent had sprayed across the center panel. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.